Manufacturer narrative:
Model number/catalog number: sc-8336-70. Serial number: (B)(4). Batch/lot number: 21195016. Model/catalog description: coverage 32 surgical lead kit 70 cm.

Event description:
A report was received that the patient was experiencing intermittent and inadequate stimulation. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160, sn (B)(4). Device evaluation indicated that the device would not be charged nor linked. The device also would not power up using an external power source, therefore, the patient data could not be obtained and examined. It exhibited excessive sleep current (27.0 ma), and high temperature on u3_asic (30.4 deg. C), and low vh (high voltage) impedance (291 ohms). This type of damage occurs when the ipg is exposed to high-voltage transients. It was reported that electrocautery was used during the explant procedure. The ipg's exposure to electrocautery caused the ipg damage. The dfu states that exposing the ipg to electrocautery may cause damage to the device electronics. Sc-8336-70, sn (B)(4). Device evaluation indicated that the lead passed all tests performed.

Event description:
A report was received that the patient was experiencing intermittent and inadequate stimulation. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively.